Event description:
The customer reported that there was a leak coming from an access 2 immunoassay system. There was a pool of fluid underneath the instrument and on the counter the instrument rests on. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment in the form of gloves. The leak was cleaned up and no injuries were reported. No personnel sought medical attention. There were no reports of death or injury associated with this event. The facility possessed an exposure control/risk management plan.

Manufacturer narrative:
=Service was dispatched for this event. The field service engineer located the source of leak and corrected the leak by replacement of the wash buffer reservoir. Hardware is the cause of event. (B)(4).